Event description:
It was reported that the patient had a separated driveline at the metal connector. A clamshell repair was performed on 25aug2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed based on the onsite evaluation by an abbott technical services representative, and through the evaluation of the submitted photo. A photo was submitted by the account which showed that a portion of the bend relief was covered with rescue tape, however the rescue tape did not cover the separation of the driveline from the metal connector. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.